Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes cap is not attached tightly after being opened. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: "the serum tube cap is not attached tightly after being opened and then closed again."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for decapping was not observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode decapping. Bd has initiated further root cause investigation relating to the issue of decapping through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes cap is not attached tightly after being opened. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: "the serum tube cap is not attached tightly after being opened and then closed again."